Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg), and a skin irrigation causing redness has occurred. As treatment, a new pod was applied.